Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the infusion sets. The customer had 5 sets of infusion sets that were kinked inside her body. Customer's blood glucose level was 500 mg/dl. The customer treated her high blood glucose level with the insulin pump. She did not receive a no delivery alarm. The device was not returned.